Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue or/and sample issue.

Event description:
Customer complains of lo results (less than 20mg/dl).customer states that feels well and requires no medical attention. The customer's expected blood result is 100mg/dl-130mg/dl fasting. Verified the strips expire 1/20/2019. Customer confirms the strips have been properly stored and were first opened 3/15/2016. Customer performed a back to back blood test and obtained 59mg/dl and e-5. Reviewed meter memory: (B)(6). The customer is concerned about the result of lo on (B)(6) 2016 at 03:22 pm. The customer stated that the date/time has not been setup (wrong date/time).